Event description:
It was reported that this right atrial (ra) lead was not able to be successfully implanted due to helix retraction issues. This lead was explanted and replaced. No additional adverse patient effects.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned and that there were tool marks noted on both sides of the outer insulation. The helix was retracted and there was dried blood/tissue within the helix housing. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 14.5 centimeters from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with induced damage during the attempted implant procedure. Analysis concluded that the clinical observations of helix retraction issues were likely caused by the confirmed fracture.